Event description:
Reporter indicated that pt has experienced an increase in seizures since vns implant. It was reported that the pt's seizures were reportedly increasing before vns implant. The pt had been taking lamictal for approximately six years and had recently been reduced for 500mg/day to 400mg/day. It was reported that the pt's seizure patterns have changed in the past and that this seizure increase may just be another change in the seizure pattern. Investigation to date has unable to determine the relationship between the seizure increase and the vns.